Manufacturer narrative:
Insulin pump was monitored for several days, unit was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No unexpected heating up of battery, battery tube or electronic assembly was noted. No traces of heating up including burns, electrical shorts or heat damage components in electronic assembly was noted. Insulin pump was received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label, cracked reservoir tube lip and corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump received a battery out limit alarm and had blank display. The customer reported the blood glucose of 6.5 mmol/l at the time of incident. The customer reported that the battery ruptured and the insulin pump got very hot. The customer reported that he cleaned the insulin pump as much as he could. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.